Event description:
Craniofix2 applying forceps were not cranking down the clamps.

Manufacturer narrative:
The device is not manufactured by stryker. We are sending the product to be evaluated by the manufacturer.